Manufacturer narrative:
This report will be amended when our investigation is complete. Product evaluation initiated.

Event description:
It is now reported that the patient has been revised.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42522400710, persona ps vivacite articular surface, lot #62775465. Catalog #42500206202, persona ps porous femoral component, lot #62573809. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing weakness, popping, grinding and walks with a limp.

Manufacturer narrative:
Visual and photograph inspection of the returned tibia plate identified scratches on the proximal surface of the plate and foreign material in the trabecular metal (tm). As returned, the posts of the tibial baseplate were cut off. The measured dimensions were conforming to print specifications. Review of the device history records for the tibia plate identified no deviations or anomalies. The knee implant compatibility matrix was reviewed for all devices implanted together with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part/lot combination of the tibia plate. The primary operative notes indicated no issues while implanting the tibia plate, and that the tibia plate had excellent hold within the bone. The primary notes also state that there was excellent stability, 0-130 degrees of flexion, and no ligamentous laxity through a full range of motion. X-ray notes from an office visit on (B)(6) 2015 (6 months after the primary surgery) indicate that the components were well-positioned, well-aligned, and that there were no signs of shadowing or lucency. However, the patient was having pain in the right knee and was informed that her implant was part of a recall. In (B)(6) 2015, the surgeon recommended a revision surgery. The operative notes from the revision surgery on (B)(6) 2016 revealed that there were no signs of gross movement, malrotation, or other abnormality with the tibia plate, and it was identified that the tibia plate was not loose in any way. The tm tibia plate was removed and replaced with a cemented tibia plate. ¿loose tibial baseplate¿ was listed as the pre- and postoperative diagnoses in the revision operative notes. As the patient was revised due to possible loosening of the tibial plate, it is noted that a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Visual inspection of the returned tibia plate identified scratches on the proximal surface of the plate and foreign material in the tm. As returned, the posts of the tibia plate were cut off. Review of the device history records for the tibia plate identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part/lot combination of the tibia plate. The primary operative notes indicated no issues while implanting the tibia plate, and that the tibia plate had excellent hold within the bone. The primary notes also state that there was excellent stability, 0-130 degrees of flexion, and no ligamentous laxity through a full range of motion. X-ray notes from an office visit on (B)(6) 2015 (6 months after the primary surgery) indicate that the components were well-positioned, well aligned, and that there were no signs of shadowing or lucency. However, the patient was having pain in the right knee and was informed that her implant was part of a recall. In (B)(6) 2015, the surgeon recommended a revision surgery. The operative notes from the revision surgery on (B)(6) 2016 revealed that there were no signs of gross movement, malrotation, or other abnormality with the tibia plate, and it was identified that the tibia plate was not loose in any way. The tm tibia plate was removed and replaced with a cemented tibia plate. ¿loose tibial baseplate¿ was listed as the pre- and postoperative diagnoses in the revision operative notes. As the patient was revised due to possible loosening of the tibial plate, it is noted that a field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.